Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead exhibited low amplitude atrial waves and loss of capture. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced.